Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving hydromorphone 55.0 mg/ml at 12.683 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. On (B)(6) 2016, the patient started feeling sick and like a million bees were stinging her all over her body. The patient's hands and feet were freezing despite the heat being turned up. The patient's alarm date was (B)(6) 2016 and was given an appointment date of (B)(6) 2016. A missed refill was reported. The patient was not hearing an alarm from the pump. The patient called her healthcare provider and they were not getting the patient in any sooner. The patient's healthcare provider was not calling the patient back. Additional information was received from the patient. The steps taken to resolve the missed refill and symptoms included refilling the pump and set it. The missed refill and symptoms resolved.